Event description:
Pt undergoing emergency surgery for a gunshot wound to the chest coded. A defibrillator with internal paddles was attempted to be used on the pt, but it would not work. A second defibrillator was also attempted to be used with internal paddles, which would not work either. The pt expired.